Event description:
It was reported that a premature core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The device was prepared and inserted without initial issues. Fluoroscopy confirmed proper positioning, no bubbles, and correct marker alignment. During deployment into the laa, the closure device detached from the core wire upon unsheathing. Transesophageal echocardiography (tee) showed acceptable compression, with no leaks, but a tug test could not be performed due to the detachment. After consultation with CT surgery, and physicians from electrophysiology (ep) and interventional cardiology (ir), the decision was made to leave the device implanted. The patient remained in the hospital overnight for monitoring. Computed tomography (CT) was performed later in the day which showed that there was 1/2 shoulder present, however the device did not appear to have migrated at all. Post-procedure fluoroscopy was reviewed and the physician suspected that there was a potentially loose, though not fully detached, connection between the device and core wire. There were no patient complications, and the patient was discharged.